Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
Customer returned the listed meter as well as meter (B)(4). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter (B)(4) memory. In addition, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the reported readings were obtained within ten minutes. The results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant.

Event description:
Customer's mother reported customer received erratic readings of 116 mg/dl and 294 mg/dl from their freestyle freedom lite meter. Customer's mother also reported customer lost consciousness but no self-treatment or third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.